Event description:
Found during inspection. According to the reporter, a paddle electrode plate was found separated from the adult paddle attachment of the device's standard paddle assembly. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control replaced the adult paddle electrode assembly. Process changes to increase the amount of adhesive to the electrode plate have been implemented.